Manufacturer narrative:
Device evaluation by manufacturer: no conclusion is yet available; investigation is in-process.

Event description:
A customer reported getting low total areas (optimal range 700-3000) on quality controls (qc) with the g8 instrument. The technical support specialist instructed the customer to run a patient sample for troubleshooting and obtained a total area of 1900, but qc remained <500. The tss had the customer use new qc, but the issue persisted. The customer confirmed that the dilution ratio was accurate. The customer tried reducing qc dilution ratio to raise the total area, but it remained at <500. The tss sent a replacement sampling needle assembly to the customer in efforts to resolve the issue, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer. The customer replaced the sample needle due to it being clogged and it resolved the reported issue. A 13 month complaint history review and service history review for a similar complaint from the aware date was performed. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6 troubleshooting, states the following: error: 200 area low error. Explanation: the peak area which does not reach the minimum required area (50) occurred three times in series. Counter measure: check the samples, buffers , and hemolysis and wash solution. The most probable cause of the reported issue is clogged sample needle.